Event description:
It was reported by the customer stating their st holster where the locking tab inserts is cracked. There was no patient consequence reported, case was completed using the st holster. Customer has a fischer table. St holster being returned for repair.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.